Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid (2 ml) onto the counter while running samples in the manual mode on the coulter lh 500 hematology analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient results were not affected and no erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the tubing at pinch valve (pv37) was leaking clenz. The fse replaced the tubing at pv37 to resolve the leak. The fse also replaced other worn tubings on the right side of the diluter area, cleaned flowcell and all residues within and around the area and adjusted the vcs (volume, conductivity, light scatter) mean channels for latron as preventative maintenance. The failure mode was related to the leak in tubing at pinch valve (pv37). (B)(4).